Event description:
During surgery, the reamer broke at the etching mark. It got stuck in the canal and took 1.5 hours to remove.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. The investigation concluded on the basis of the observations it appears that the s-rom reamer was cyclically loaded in a rotational bending mode beyond the yield strength of the material resulting in a high stress, low cycle fatigue fracture initiation at the machined witness mark with mixed mode overload fracture. No evidence of material or metallurgical defects was observed that could contribute to the failure of this component. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.